Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the mount would not disengage from the implant ((B)(4)) during placement. Another implant was placed. Tooth location 28.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw vent implant was returned for inspection with corresponding transfer mount and retaining screw. Visual inspection revealed minimum wear about the threads, collar, and vent. The mount screw shows some signs of wear. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Customer indicates the implant mount could not be removed during the procedure. Functional testing revealed that the screw and mount hex were able to be removed with hand loosening torque. The reported event could not be confirmed. A root cause for this complaint could not be determined. UDI: (B)(4).